Event description:
While treating a pt, the device inappropriately shut down. There was no adverse effect to the pt due to the reported malfunction. The device had been evaluated and the malfunction was unable to be duplicated and the device was returned to service. Ti has been reported that the malfunction has occurred on "several pts,"although the customer was unable to identify how many times the malfunction has occurred or any substantial information pertaining to those events.